Event description:
It was reported that customer experienced an unresponsive power button and sent a document-only email describing this issue. No information was provided regarding any impact to the customer¿s blood glucose level. Customer had already reported the issue to the customer support team and declined further follow-up from technical support, and no additional actions or outcomes were documented.